Manufacturer narrative:
Date of event: publication acceptance date was used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, corneal edema, iris damage and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation in patient with primary angle closure glaucoma. MFR#: (B)(4). Please reference 2032546-2020-00028 for reported stent oclussions. (B)(4).

Event description:
Through a review of an article titled ¿phacoemulsification versus phacoemulsification with microbypass stent implantation in primary angle closure and primary angle closure glaucoma: a randomized single-masked clinical study ¿, the following was reported in the phaco-istent group. Reportedly, following cataract plus stent procedures, there were postoperative complications consisted of stent occlusion with iris which occurred in five (5) eyes. Per report, one (1) eye required glaucoma medication at one (1) month postop and another eye required glaucoma medication at three (3) moths post-operatively. In addition, a corneal edema occurred in one (1) eye, hyphema (1), iris atrophy (1) and endothelial blood staining (1). As reported, all postoperative complications did not require any secondary surgical intervention to reposition or replace the stent. Any omitted information was not available at the time of this report. Additional information has been requested. This report references the reported serious injury.

Event description:
Through follow-up, the following additional information was received. According to the surgeon, the stent caused or contributed to the reported postoperative events in narrow angles eyes. The patient¿s iop was reported as ¿still controlled¿. This follow-up report is associated with initial report of serious injury.

Manufacturer narrative:
MFR# (B)(4). Please reference 2032546-2020-00028 for reported stent oclussions.